Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Diagnosis: urinary stress incontinence with cystourethrocele procedure: bladder neck sling complications: pain and recurrence of symptoms history: urinary stress incontinence, cystocele, urethrocele. Bladder neck sling (sparc) in 2003.